Manufacturer narrative:
H4: the lot was manufactured between january 22, 2024 to january 23, 2024. H11: visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing was performed and a bag weld seal leak was identified at the top left near the hanger hole of the bag. The reported condition was verified. The cause of the condition could not be determined; however, a likely cause was due to variation in the manufacturing equipment weld process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the seam at the top of the bag, near where the hole is to hang the bag on an IV pole. This occurred right after finishing compounding. There was no patient involvement. No additional information is available.